Manufacturer narrative:
H10: manufacturing review: a lot history review, device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one titanium low profile port with a groshong catheter in two segments and one cath-lock was returned for evaluation. Visual, microscopic visual, functional and dimensional evaluations were performed. The investigation is confirmed for catheter fracture, deformation and naturally worn as a complete circumferential break was noted on the distal end of the proximal segment, both edges of the circumferential break were jagged; the surface of both edges were rough and granular as well as smooth and rounded. Additionally, two circumferential splits were noted approximately 5mm and 1.1cm from the proximal end of the distal segment and a longitudinal split was noted starting approximately 3.3cm from the proximal end of the distal segment. Both edges of the circumferential splits observed on the distal catheter segment were jagged. The edges of the longitudinal split were observed to be cleanly cut. During functional testing, leaks were noted from the two circumferential splits and from the longitudinal split and aspiration of the distal catheter segment was attempted but was unsuccessful; only air was aspirated into the syringe. The identified break is typical of flexural fatigue, which is due to the repetitive, kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the titanium low-profile implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code and 510k number for the titanium low-profile implantable port, groshong single-lumen, 8f products is identified in d2 and g5. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately eight years post port placement via the right subclavian vein, an x-ray was revealed that the catheter was broken. It was further reported that, the device was removed. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record will not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us, but is similar to the titanium low-profile implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code and 510k number for the titanium low-profile implantable port, groshong single-lumen, 8f products is identified.

Event description:
It was reported that approximately eight years post port placement via the right subclavian vein, the catheter was allegedly broken. There was no reported patient injury.